Event description:
After setting up aoi pump at 20cc/hr rate with 500cc bag nurse noted after approximately 1-1 1/2 hrs that 500cc bag was empty & the pump showed something like 374cc left to be infused with the rate of 20 cc/hr - checked tubing & sheets to see if tubing had a leak.